Event description:
Received info regarding a cartridge alarm 19 during the load process. Customer's blood glucose level was impacted. Customer was able to reload the cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.